Manufacturer narrative:
Mw5088440 did not identify include contact information or identify the user facility. As such we were unable to request the sample or gather any additional information. The x-stream controller is a re-usable device. The product lot number/serial number was not provided, as such the manufacturing records could not be reviewed. No definitive conclusion can be made at this time as to the root cause of the unit smoking. Shall more information or the sample be obtained, a supplemental MDR will be submitted. Unknown if device is available.

Event description:
Per medwatch# 5088440 that during a surgical procedure, the suction irrigator machine started to smoke. Machine stopped and removed. Machine sent for evaluation. Unk. Etiology of cause.